Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown insertion handle, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery after insertion of the multi lock humeral nail, the nail could not be locked due to the drill not targeting the hole correctly for screw insertion. A decision was made to remove the nail. The insertion handle was still connected and the extraction instrument was used: the attempt was made to rotate the nail out. During this process the proximal part of the nail broke. The construct consisted of: drill bit, aiming arm, guide sleeve, and insertion handle. This report is on the insertion handle. This is 5 of 6 reports for this event.